Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and resulted in no failures related to the customer complaint. A review of the data log did not find any errors. The receiver cause was opened for further evaluation. An interior inspection found a defective receiver battery; however the reported event of an overheating receiver could not be confirmed. A root cause could not be determined. A universal serial bus (usb) cable (lot number 2135963) was also returned for evaluation and the were no problems found during a load test.